Event description:
It was reported that a malfunction occurred on the customer's pump, identified by malfunction code malf 16, and fault ID 0x20e6. There was no adverse impact to the customer's blood glucose level. The pump was confirmed to be in warranty, and while it was included in a field correction, the customer had not completed the acknowledgement form. Tandem technical support arranged to replace the pump with one that has updated software. The customer understood the guidance provided, including putting the old pump into storage mode before returning it, using the return box and label within 10 days, and programming settings into and connecting their cgm to the new pump. Meanwhile, the customer would use mdi as a backup insulin therapy.